Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: migration, rupture.

Event description:
Patient reported left side lump and rupture with silicone going into the "patisn armpit" confirmed with MRI and ultrasound and left side silicone leaking into the patients armpit and an implant removal from textured to smooth due to the concerns of the product. Additional symptoms of having fibromyalgia (not device related), breast implant illness, body rashes, constantly tired (not device related), fatigue (not device related) and hair loss (not device related)." Device remains implanted.